Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient experiencing a feeling that "everything just stops" along with being dizzy and bogged down. Follow up was conducted to see if the patient symptoms were device related, but the patient had not yet been seen. However, the patient's medication was adjusted and the device is still in use. No further patient complications have been reported as a result of this event.